Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for mlp-023639 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20nov2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital with a hemoglobin result of 6.9 g/dl after a routine outpatient lab draw. All diagnostic testing and esophagogastroduodenoscopy (egd) were negative. The cause of bleeding was related to an elevated international normalized ratio of 4.9. No other source of bleeding was identified. The patient was treated with 2 units of packed red blood cells (prbcs) and the patient's daily dose of coumadin was reduced.